Manufacturer narrative:
The reported incident that scaled drill ø2.5mm, ao fitting was alleged of issue s-11 (breakage during surgery) could not be confirmed. The broken drill reported has not been returned. The returned scaled drill ø2.5mm, ao fitting is not broken. The returned drill has been inspected: shows blunt cutting flutes but the drill is not broken. In general, such damages of the cutting flutes can lead to a breakage of a drill during use under torque load. The customer has to ensure that drilling and cutting tools are sharp and avoid surface damage or alterations to the instrument geometry. Such instruments (multiple use drill bits included) are recommended as single patient use. The op tech pelvis 2, system overview (ref# mt-st-1 rev 0) was reviewed, the following statement related to the reported failure mode is included: ¿1. Use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone. ¿ offers the surgeon more control of the drill and is designed to prevent plunging that may injure neurovascular structures, viscera, or other soft tissue structures. ¿ may lessen the possibility of heat build-up. ¿ blunt drills should be discarded and replaced with new ones¿. The IFU v15011 rev m 06-2015 instruments IFU ot-IFU-152 was reviewed: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument¿. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during the preparation of the placement of a 3.5mm screw, the 2.5mm bur fractured and the tip of the bur remained in the bone of the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the preparation of the placement of a 3.5mm screw, the 2.5mm bur fractured and the tip of the bur remained in the bone of the patient.